Event description:
This lead was explanted due to oversensing on the lead. The physician suspected clavicular crush/insulation break on the lead. System not replace, patient is being re-evaluated for need of ICD. There were no other adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. There were several signs of abrasion along the lead body. In the distal part of the lead the insulation was found rubbed through. The finding can be considered to be the root cause of the oversensing issue mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as the deformations of the fixation helix most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.